Event description:
During the night following successful implant of tag devices, the patient developed a hematoma in the retro-peritoneal region as a result of an infra-renal aortic rupture. In addition, it was noticed that the left subclavian artery was inadvertently covered by the device. Thus, a left carotid to subclavian transposition was performed. Following this intervention, the patient showed signs of renal failure, signs of stroke and pt lost use of one leg.